Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated that they were able to clear the insulin pump error alarm successfully. Customer was able to rewind insulin pump. Insulin pump had passed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version = 5.2 a retainer ring = black customer returned insulin pump for alleged pump error and pump error found on (B)(6), 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error alarms were not noted during test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 43 in pump downloaded history on 09/05/2022 at 08:58:53.000 and pump error 41 on 09/05/2022 at 08:58:53.000 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and torn display window cover. Pump error alarms confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.